Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a proglide was attempted in the left common femoral artery (lcfa). The proglide plunger was pushed in with difficulty. When the plunger was removed, the suture did not come out and it was found that a part of the foot/anchor was missing. The subcutaneous tissue was opened; however, the missing part was not found to be in the patient. Good distal perfusion was observed. A second proglide used in the right common femoral artery (rcfa) via an 8f sheath. The suture did not come out with the plunger. Two other proglide sutures were successfully pre-placed at both access sites. The sheath was upsized to 16f in the rcfa and 20f in the lcfa. The aaa procedure was completed. The pre-placed proglide sutures were used to successfully achieve hemostasis at both access sites. The patient was discharged two days later. There was no prolonged hospitalization. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: lot#, MFR site - reg number. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.